Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name and address: establishment address: korea. The actual device was discarded by the involved facility; therefore, an evaluation of the actual device was unable to be conducted. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number found no anomaly in them. A search of the past complaint file regarding the involved product code/lot number found no other similar reports from other facilities. According to the investigation result, no anomaly was observed in the manufacturing record and shipping inspection record of the actual sample. In this case, the cause of the occurrence could not be clarified because no analysis of the actual sample could be carried out. Relevant instructions for use (IFU) reference: "use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, patient or operator injury, malfunction or equipment damage may result." "If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages, or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no: b)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no: (B)(4).

Event description:
The user facility reported that the micro-tech's knife, and a peeled off part of the ptfe coating were generated during the procedure. According to user, a peeled off part of the ptfe coating was generated due to the combination between the olympus guidewire and micro-tech knife. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.